Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: the connector along with the infusion set and an injector was provided to our quality team for investigation. Through visual inspection, no issues were observed on the connector or between the connection of the infusion set and connector luer. Functional testing was performed, liquid was passed through the system without issue and no leakages were observed between any of the connections. A device history review was performed for reported lot 2309212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about liquid leakage from 515204. Fuser pump leaks out from connection between fuser pump and bd phaseal. According to the customer report the connected product was a nipro sure fuser. The 5fu leakage was noticed during the preparation stage of administration, and the leakage was noticed inside a plastic bag during transportation. The situation was avoided without administering the drug. No exposure to either nurse or patient.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about liquid leakage from 515204. Fuser pump leaks out from connection between fuser pump and bd phaseal. According to the customer report the connected product was a nipro sure fuser. The 5fu leakage was noticed during the preparation stage of administration, and the leakage was noticed inside a plastic bag during transportation. The situation was avoided without administering the drug. No exposure to either nurse or patient.